Manufacturer narrative:
Additional information was added to d4, d9, h3, h4 and h6. D4: the device returned had lot #: r20h01072; however, this lot could not be confirmed as one of the actual devices. Therefore lot #: r20h01072 will remain a potential lot number. H10: the device was received for evaluation. A visual inspection was performed using the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing; and the device performed according to product specifications. Additionally, priming was performed and no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of y-type tur/bladder irrigation sets appear to have very short spikes and as a result were very difficult to insert into the bags of solution. This was further described as the spike ¿barely made it past the seal which caused the tubing to twist at the connection and then the solution runs slowly¿. This was identified while attempting to spike bags of solution during unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.